Event description:
The manufacturer received information alleging a ventilator's screen display was observed blank and the device was not ventilating. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.